Manufacturer narrative:
Two and half weeks post surgery, the patient was admitted to hospital with pain on the operative side. X-rays were performed and no fracture was diagnosed. So, the patient was then discharged from hospital. The patient then came back to hospital one week later with continued pain and was admitted. Further analysis was performed (CT scans) and a periprosthetic fracture was diagnosed. It was decided that a revision surgery was required. No specific event was reported to have caused the fracture. The surgeon suspects that a small fracture may have been present during the primary surgery and went undiagnosed. The revision surgery was performed on (B)(6) 2016 through the posterior approach. Both cup and stem were removed. Additional information received on 08 august 2016 and includes: all implants were removed. Batch review performed on 31 august 2016. Lot 157621: (B)(4) items manufactured and released on 18 april 2016. Expiration date: 2021-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Revision surgery planned due to periprosthetic fracture.

Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: distal femoral fracture subsequent to primary tha. Intraoperative fractures are known possible adverse event during femoral preparation. There is no positive information that the fracture occurred during femoral preparation but there is also no report of a traumatic event. No reason to suspect that a device may have malfunctioned.